Event description:
It was reported that (1) tsw45 device was used during a laparoscopic appendectomy procedure. It was reported by the rep that the stapler did not fire all of the way. Completed the case with another tsw45. There was no consequence to the pt.